Event description:
It was reported that during an upper lobectomy procedure, on the third firing the device did not deploy the staple in the middle of the tissue. A bogie was used to spot coagulate to complete the procedure. The entire left upper lobe was taken. The patient is okay.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results found that the device was received in good visual condition and with three reloads present. The reloads were returned fully fired. The device was tested for functionality with a test reload and it fired, cut the formed all the staples as intended. The device fired without any difficulties, the staple line was completed and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.